Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed. It was stated that the device was not exposed to an MRI. Assisted the caller to run the displacement test and the test failed. Performed the self test and passed. Advised that the insulin will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.